Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nephrolithiasis, ovarian cyst, prediabetes, traumatic pneumothorax, anemia, seizure, c-section, limb operation, cholecystectomy and hypertension. Concurrent conditions included dyslipidemia since 2008, right lower quadrant pain, complex regional pain syndrome type I, depression, anxiety, morbid obesity, sleeve gastrectomy, obstructive sleep apnea syndrome, hypothyroidism, head injury, headache, uterine mass, bariatric surgery, gerd, asthma, uterine fibroid, facial swelling, facial abscess, cellulitis, ganglion cyst, benign essential hypertension, palpitations, copd, diplopia, memory loss, double vision, dizziness, iron deficiency anemia, menses irregular, vulva cyst, cervicitis and uterine cervical metaplasia. Concomitant products included bupropion, fluticasone propionate, formoterol fumarate;mometasone furoate (dulera), ibuprofen, ipratropium;salbutamol (albuterol;ipratropium), levothyroxine sodium, metoprolol, ondansetron and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 3 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (esssure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010. Hospitalization: yes. 2 coil visible on right and 2 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: 11 cm uterus and 3 cm uterine fibroid right ovary was not visualized and left. Ovaries normal size of 3 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Reporters information and rcc were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nephrolithiasis, ovarian cyst, prediabetes, traumatic pneumothorax, anemia, seizure, c-section, limb operation, cholecystectomy and hypertension. Concurrent conditions included dyslipidemia since 2008, right lower quadrant pain, complex regional pain syndrome type I, depression, anxiety, morbid obesity, sleeve gastrectomy, obstructive sleep apnea syndrome, hypothyroidism, head injury, headache, uterine mass, bariatric surgery, gerd, asthma, uterine fibroid, facial swelling, facial abscess, cellulitis, ganglion cyst, benign essential hypertension, palpitations, copd, diplopia, memory loss, double vision, dizziness, iron deficiency anemia, menses irregular, vulva cyst, cervicitis and uterine cervical metaplasia. Concomitant products included bupropion, fluticasone propionate, formoterol fumarate;mometasone furoate (dulera), ibuprofen, ipratropium;salbutamol (albuterol;ipratropium), levothyroxine sodium, metoprolol, ondansetron and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 3 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (esssure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and 2010. Hospitalization: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: 11 cm uterus and 3 cm uterine fibroid right ovary was not visualized and left ovaries normal size of 3 cm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case becomes an incident. Removal was added. Reporter's information, removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain female'). In a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: nephrolithiasis, ovarian cyst, prediabetes, traumatic pneumothorax, anemia, seizure, c-section, limb operation, cholecystectomy and hypertension. Concurrent conditions included: dyslipidemia since 2008, right lower quadrant pain, complex regional pain syndrome type I, depression, anxiety, morbid obesity, sleeve gastrectomy, obstructive sleep apnea syndrome, hypothyroidism, head injury, headache, uterine mass, bariatric surgery, gerd, asthma, uterine fibroid, facial swelling, facial abscess, cellulitis, ganglion cyst, benign essential hypertension, palpitations, copd, diplopia, memory loss, double vision, dizziness, iron deficiency anemia, menses irregular, vulva cyst, cervicitis and uterine cervical metaplasia. Concomitant products included: bupropion, fluticasone propionate, formoterol fumarate; mometasone furoate (dulera), ibuprofen, ipratropium; salbutamol (albuterol; ipratropium), levothyroxine sodium, metoprolol, ondansetron and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), (B)(6) year (B)(6) months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2010. Hospitalization: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis: on an unknown date, 11 cm uterus and 3 cm uterine fibroid right ovary was not visualized and left ovaries normal size of 3 cm. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.